Event description:
Rn reported that a patient on a system 1000 hemodialysis device removed 0.3 kg more the intended without any alarms. The ultrafiltration (uf) target was 1.5 kg and the actual uf was 1.8 kg. There was no patient injury or medical intervention associated with this incident.